Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that the patient presented to the hospital experiencing high heart rate. The right ventricular lead exhibited undersensing and high thresholds. The device was reprogrammed and the patient was discharged.